Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. B3: date of event has been estimated.na

Event description:
It was reported that the procedure was to treat a lesion in the cerebrovascular area. A rotating hemostatic valve (rhv) was used; however, there was difficulty in establishing a tight connection with the guiding catheter, and the rhv came off the guiding catheter. Therefore, another rhv was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Correction: date of event has been changed from (B)(6) 2019 to (B)(6) 2019. Correction: patient code 2199 was removed and 2645 was added. The device was returned for analysis. The reported loose connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the initial report, additional information was reviewed. There was no patient involvement. No additional information was provided.